Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message and the device's defib output was out of spec. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical germany and the malfunction was duplicated. The bridge board and the sys board were returned to zoll medical united states. The reported malfunctions were observed. The bridge test failure was attributed to a faulty diode on the bridge board. The out of spec output was attributed to the sys board. Analysis of reports of this type has not identified an increase in trend.